Event description:
In early 2009, the pt reported that yesterday, she had elevated blood glucose readings of up to 401 mg/dl with her normal range being 90-200 mg/dl. Symptoms are exhaustion and feeling ill. She stated, she bolused 4 units of insulin via her infusion device and received an e4 (occlusion) message. She changed her site location and 1 hour later, her blood glucose had increased. She then changed her insulin cartridge and tubing (competitor product) and bolused 12 units of insulin via injection. She stated this morning, her blood glucose was 269 mg/dl and she received another e4 while trying to bolus. To troubleshoot, the pt was instructed to disconnect her tubing from her headset and perform a 2.5 unit bolus of insulin which went through without error. Site rotation and mgmt were discussed with the pt and a courtesy insertion device and infusion sets were sent. On follow up with the pt, she stated her blood glucose is back to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.